Event description:
It was reported that a new mainboard was defective; the speaker connection on the mainboard was damaged and the connection was not secure when connected. The device was not in clinical use at the time the issue was discovered. No patient involvement.